Event description:
It was reported that the device was explanted after an implant duration of approx 10 yrs and 2 months. The reason for explant is unk. No further details were provided. It is unk if the device is available for evaluation. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.